Manufacturer narrative:
Date received by manufacturer: 16- nov-2015 additional information that the explanted devices were not returned to bsn.

Event description:
A report was received that the patient felt that the ipg was sticking up after going to the bathroom. After some time, it went back but the patient developed sharp pain on the area. The patient went to the emergency room and experienced drainage at the pocket site. It was determined that the patient had a procedure related infection. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient felt that the ipg was sticking up after going to the bathroom. After some time, it went back but the patient developed sharp pain on the area. The patient went to the emergency room and experienced drainage at the pocket site. It was determined that the patient had a procedure related infection. The patient underwent an explant procedure. No device malfunction suspected.